Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined the cause for the malfunction to be an electrically leaky filter, fl9, on the analog pcb assembly due to ionic contamination on the board surface. The excessive current leakage depleted the internal hlc battery.a replacement device was provided to the customer for use.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak) which is an indication that this device would not have sufficient power to deliver appropriate defibrillation therapy. There was no patient use associated with the reported failure.